Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial #s (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent an explant procedure where the physician explanted the entire system. The device was working properly prior to the explant. The patient is reportedly doing well following the procedure.